Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump alarmed motor error and had a broken reservoir connection. Customer's blood glucose reading at the time of the call was above 600 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer was able to complete the rewind sequence. Insulin pump is being replaced.